Event description:
Contamination; it was reported that the user noticed a stain of dirt on the device when the package was opened.

Event description:
While attempting to fire a cs29 stapler via an idrivec in a colectomy procedure, repeated presses of the open and close buttons effected no change in the position of the cs29 anvil. The idrivec was subsequently replaced by another, and the procedure was successfully completed.

Manufacturer narrative:
It was reported that there was a stain of dirt on the device when the user opened the package. Initially, the device was going to be returned for evaluation; however, it has been stated that the hospital cleaned the sample, and the device will not reveal the contamination, and the device will not be returned.